Event description:
It was reported that the customer experienced low blood glucose levels and that the insulin pump alarmed calibration errors. The blood glucose reading was 40 mg/dl, which was treated with food. The customer declined troubleshooting assistance and requested replacement of the sensor. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed per specifications with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.